Event description:
The event is reported as: complaint alleges: the issue is that the staples fall down or do not close properly. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.